Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging a wire within the connector. The open pulse wire caused the reported alarms. The monitor showed signs of physical abuse. The root cause for the broken connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to zoll manufacturing corporation. The patient using this monitor reported that he was receiving frequent check belt messages.